Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The cauterization test was performed with no issue. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted hiatal hernia procedure; the elbow of the force bipolar instrument became caught in a small portion of the liver while articulating the instrument. To release the instrument, the affected part of the liver was cauterized, resulting in less than 100 milliliters of blood loss. The bleeding site was cauterized, and a backup instrument was used to complete the procedure, resulting in a delay of less than 10 minutes. There was no adverse complication or impact from the excised small portion of the liver.